Event description:
The hospital reported that a 250 cc bag of mgso4 was hung on a postpartum patient. The rate was set at 20cc/hr. The whole bag infused in approximately 2 hours. The hospital reported that the vtbi read 177 cc's. Biomedical engineering advised that to the best of their knowledge there was no patient injury.

Manufacturer narrative:
The pump was returned and visually and functionally tested. The factory seal was broken and the error log was empty. The front case was cracked and the instrument door was extensively damaged, consistent with the pump being dropped. The lower pivot arm of the pumping mechanism was cracked. The spring clip of the mechanism alarm circuit at the bottom of the pumping mechanism was partially dislodged, however it still made electrical contact keeping the circuit intact. Engineering was able to duplicate the reported complaint. The broken pumping mechanism caused the overinfusion. The customer will be informed to refer to the operator's manual which warns that when an instrument is dropped, it should be checked by the customer's biomedical dept prior to further use.